Event description:
It was reported that this lead was an attempted implant; it became damaged (fractured) during the procedure. The procedure was successfully completed with a new lead and no adverse patient effects were reported. The lead is expected to be returned.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet insertion test was also performed and indicated no blockage in the lead lumen. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lead was an attempted implant; it became damaged (fractured) during the procedure. The procedure was successfully completed with a new lead and no adverse patient effects were reported. The lead was received for analysis.